Event description:
Indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Unsolicited. Pt reports freedom 60 pump dial malfunction. Pump does "not wind back". Serial number and maintenance due date of pump associated with event unknown. Unknown if pt missed dose. No adverse event(s) reported due to product issue. Pharmacy to replace pump. Unknown if device is available for return. No further info. Reported to (B)(6) by: patient/caregiver.